Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead failed to sense on the electrogram (egm) with a programmer. The sensitivity was at 0.2, but not measured. Boston scientific technical services (ts) discussed options for troubleshooting and settings. A planning of mapping and repositioned were initiated. Additional information received which indicated that the patient was likely in a local atrial fibrillation (af) rhythm that was causing the low sensing number. Subsequently, this lead was surgically repositioned and remains in service. No additional adverse patient effects were reported. Additional information was received indicating significant atrial undersensing of atrial flutter. Possible ra loss of capture and far-field oversensing was also suspected, and the ra lead being difficult to position was noted during initial implant. The physician noted atrial parasystole. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right atrial (ra) lead failed to sense on the electrogram (egm) with a programmer. The sensitivity was at 0.2, but not measured. Boston scientific technical services (ts) discussed options for troubleshooting and settings. A planning of mapping and repositioned were initiated. Additional information received which indicated that the patient was likely in a local atrial fibrillation (af) rhythm that was causing the low sensing number. Subsequently, this lead was surgically repositioned and remains in service. No additional adverse patient effects were reported. Additional information was received indicating significant atrial undersensing of atrial flutter. Possible ra loss of capture and far-field oversensing was also suspected, and the ra lead being difficult to position was noted during initial implant. The physician noted atrial parasystole. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead failed to sense on the electrogram (egm) with a programmer. The sensitivity was at 0.2, but not measured. Boston scientific technical services (ts) discussed options for troubleshooting and settings. A planning of mapping and repositioned were initiated. Additional information received which indicated that the patient was likely in a local atrial fibrillation (af) rhythm that was causing the low sensing number. Subsequently, this lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.